Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis experienced right sided deflation post procedure. Physical consultation confirmed deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On march 04, 2021 additional information received indicated that the patient scheduled for explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample that the sm mpps dv 250cc breast implant revealed a leakage, caused by valve delamination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information received on (B)(6) 2021, indicated that the patient underwent bilateral replacements s follow: l) cat#:3502250, sn#: (B)(6) , r) cat#:3502250, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).